Manufacturer narrative:
(B)(4). The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached. A photo was attached to the complaint which matches with the reported information in this complaint. Additionally, the suture was not returned, and the positioner returned in good conditions. During microscopic inspection, it was observed closely that section where the device was detached. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the stent shaft was detached. Additionally, their suture was not returned, indicating that it was removed, and stent was used. Therefore, according to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a flexible endoscope for stones procedure in the ureter performed on (B)(6) 2021. During the procedure, it was noted that the loop was fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. Investigation results revealed that the stent was detached/separated, therefore this event has been deemed an MDR reportable event.